Event description:
An olympus field service engineer (fse) reported on behalf of the customer, that a hf unit ¿esg-400¿, had an error code e090 displayed. The event occurred during maintenance. There was no procedural or patient involvement associated with the event.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty generator board. However, the root cause was unable to be determined since the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Olympus was unable to reproduce the error and rated the generator as meeting its specification in terms of the reported error message. The following non-reportable malfunctions were found: the power switch to be noisy when being pressed, a cable needs to be upgraded. The previous root cause remains the same. Olympus will continue to monitor field performance for this device.